Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump, assisted the caller with the process, and instructed them to call back if the malfunction recurs. The caller acknowledged and understood the instructions, and it was determined that the customer could continue to use the pump.